Event description:
It was reported that before use, the cardiosave iabp (intra-aortic balloon pump) had constant leak in helium tank. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name :(B)(6). E1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated: b4, d9, e1 (initial reporter, event site telephone and event site email), g1(contact person ¿ mfg site), g3, g4 (PMA/510(k)#), g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse unable to repeat helium leak, tested numerous times and helium was within specifications. Console was apparently not seated fully in cart. Full pm and validation completed.